Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a transfer set would not close. Subsequently the doctor¿s ¿strong twist¿ caused the twist clamp to crack and as a result, fluid to leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted a broken occluder feet. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified a leak due to the broken occluder feet. The reported condition of crack (resulting in leakage) was verified as a broken occluder feet. The cause of the crack could not be determined. The reported condition of twist clamp not closing could not be verified due to the condition of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.